Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the brakes would not lock, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Customer states that the back brake locking assemble does not function. Need to confirm with the customer whether it is the leg & link assembly with /floor lock. Additional information from prid 408625: customer states back brake locking assemble does not function. Customer confirmed that the part needing to be replaced is the leg & link assembly with the floor lock.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that the back brake locking assemble does not function. Need to confirm with the customer whether it is the leg & link assembly with /floor lock. Additional information from prid 408625 customer states back brake locking assemble does not function. Customer confirmed that the part needing to be replaced is the leg & link assembly with the floor lock.